Event description:
This report pertains to the first of two complaints that occurred during the same procedure. Refer to MFR report# 3005099803-2009-04729 for the associated device report. It was reported to boston scientific corp that a flexima biliary stent system and a jagwire guidewire were used during a biliary stenting procedure in the bile duct of the patient. During the attempt to release the stent, the guide catheter was retracted, however, the stent was unable to be deployed. The physician attempted to withdraw the guidewire, but the guidewire was stuck inside the catheter and the stent delivery system was stuck inside the scope. The devices and the scope were removed from the pt. The procedure was unable to be completed as the endoscope was sent for repairs. The pt was rescheduled for another procedure at a later date. The pt was reported to be in stable condition.

Event description:
This report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04729 for the associated device report. It was reported to boston scientific corporation that a flexima biliary stent system and a jagwire guidewire were used during a biliary stenting procedure in the bile duct of a (B)(6) male patient (patient weight unknown). During the attempt torelease the stent, the guide catheter was retracted however the stent was unable to be deployed. The physician attempted to withdraw the guidewire, but the guidewire was stuck inside the catheter and the stent delivery system was stuck inside the scope. The devices and the scope were removed from the patient. The procedure was unable to be completed as the endoscope was sent for repairs. The patient was rescheduled for another procedure at a later date. The patient was reported to be in stable condition.

Manufacturer narrative:
(B)(4). Frozen on wire, stuck in scope. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluation: a visual evaluation of the returned device revealed, the stent was detached from the delivery system with a bent/kinked working length. The guide catheter was broken. The proximal piece of the guide catheter with the hub was not returned for evaluation. The suture was detached from the push catheter and broken. There were no damages observed on the push catheter. (B)(4).